Event description:
The mother reported water damage after the customer jumped in the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage inside the electronic assembly. Moisture damage was also noted on the motor assembly.